Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: "do not exceed the rated balloon burst pressure." (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left brachial artery. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery. After a non-bsc guidewire crossed the lesion, a 7.0 x 40, 135 cm mustang¿ balloon catheter was advanced for dilation. The balloon was inflated three times at 18 atmospheres, 20 atmospheres, and 24 atmospheres respectively. However, on the fourth inflation at 22 atmospheres for 60 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with another mustang balloon catheter. There were no patient complications reported.